Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics until the peritoneal dialysis catheter was removed (medication, dosage, frequency, and duration not reported) for the peritonitis event. On unreported date(s) after the removal of the peritoneal dialysis catheter, the patient was treated with unknown oral antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. Treatment with the oral antibiotics was ongoing. It was not reported if dianeal therapy was initially ongoing, but on an unreported date during the hospitalization, the peritoneal dialysis catheter was removed and the patient began hemodialysis therapy. At the time of this report, hemodialysis therapy was ongoing, but a replacement peritoneal dialysis catheter was planned to be placed on a future date. After approximately seven days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.